Manufacturer narrative:
H3: this device was not returned but was investigated and repaired in the field. The service history review had no indication that the complaint was related to a service of the device within the review period. Investigation of the product indicated that the j9 connector may have become fatigued, which could have contributed to intermittent signal loss. The interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
It was reported that the device exhibited frequent primary audible alarm. There was no patient involvement.